Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, when a service engineer was onsite for a room qualification, a locatable guide was found to be out of the sensing volume near the edges of the location board. A replacement location board was shipped for repair. There was no patient involvement. Upon servicing, the sensing volume was off by 10 millimeter. Test bed was created and ran accuracy check to compare results. Proceeded with re-mapping of bed 1. Accuracy results were back within tolerance.

Event description:
It was reported that pre-operatively, when a service engineer was onsite for a room qualification, a locatable guide was found to be out of the sensing volume near the edges of the location board. A replacement location board was shipped for repair. There was no patient involvement. Upon servicing, the sensing volume was off by 10 millimeter. Test bed was created and ran accuracy check to compare results. Proceeded with re-mapping of bed 1. Accuracy results were back within tolerance.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, tro ubleshooting found the sensing volume was off by ten millimeters (10mm). It was reported that the device was outside of magnetic volume. The reported issue was confirmed. The most likely cause was traced to maintenance. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, when a service engineer was onsite for a room qualification, a locatable guide was found to be out of the sensing volume near the edges of the location board. A replacement location board was shipped for repair. There was no patient involvement.